Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a lower extremity venous thrombosis and a pulmonary embolism that was noted at the patient's refill session. Swelling was noted in the left lower extremities. There were no subjective symptoms, and the vital signs were normal. A thrombus extended from the left popliteal vein to the left femoral vein was noted. A thrombus was also noted in the right pulmonary artery. Measures to prevent progression from asymptomatic to symptomatic pulmonary embolism, included bedrest, suspension of physical therapy, use of elastic support hose, and anticoagulant therapy, were put into effect the same day. Increases in itb ( intrathecal baclofen) dose were also suspended. A decrease in swelling was noted in the left lower thigh on (B) (6) 2007. On (B) (6) 2008 the switch from heparin infusion to oral warfarin was completed and the IV drip was discontinued. The patient was also released from bedrest at this time. On (B) (6) 2008 physical therapy was restarted. It was stated as being definitely related to the study drug and unrelated to the implanted device. The improvement in spasticity increased the risk of lower extremity venous thrombosis. The pulmonary embolism was asymptomatic. The patient likely developed disuse syndrome due to the suspension of physical therapy and restricted bedrest. The therapy was suspended for 2 weeks due to dvt (deep vein thrombosis). The resumed physical therapy resolved the disuse, but resulted in prolongation of the hospital stay. Support hose and anticoagulant therapy were to be continued in the future. It was stated that the patient recovered on assessment on (B) (6) 2008.